Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2015 and suture was used. During the procedure, the needle broke into two pieces and fell into the thorax cavity when suturing the coronary. After closing the incision, both needle pieces were found by x-ray. One needle piece was in the stomach and another in the pericardium behind. The patient underwent surgery again at the hybrid room. The patient's incision was opened again and one needle was removed with a needle holder from the stomach and another from the pericardium behind. The surgery was completed successfully. The patient condition is reported as fine.